Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that he customer had one sensor that had no sensor strip when removed from the body. The second sensor had a sensor strip that was only half. Customer's third sensor lost the signal after 2 days and it was not possible to restart the sensor. Customer's blood glucose was 4.2 mmol/l. Customer stated that the other sensors form the same lot worked well. Customer was asked to be sent 3 replacement sensors after 2 months. Customer will return the sensors for analysis. Customer stated that the serter is working fine.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Also performed bicarbonate buffer test and the sensor passed with accurate readings. Found one of three with a broken cannula.